Event description:
It was reported that the patient underwent a procedure for implant of artificial disc at c6-c7. At 13 months post-op, the patient complains of neck and shoulder pain that radiates to the right hand. At 24 months post-op, the patient continues to have stiffness in the neck at 59 months post-op, the patient is now having intermittent numbness and tingling in the left, middle, and ring fingers. X-ray interpretation shows motion appears to be present at the operation level but is minimal. Some ossification within the posterior aspect of the disk space, compared to previous films, is slightly worse. Patient continues with recommended treatment of home exercise. At 82 months post-op, the patient has difficulty holding head to the left for prolonged period. Pulling sensation in left elbow/dorsum forearm and numbness/tingling in the left middle and ring finger intermittent. Motion is present at the operative level of 5 percent. Some ossification within posterior aspect of disk space, comparison to previous films, unchanged. No follow-up was scheduled and further appointments were noted to be on an as needed basis.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer. Report.